Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 02-aug-2023, UDI#: (B)(4) date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was that after getting their stimulator, they had outpatient back surgery, two shots, (no allegation related to device/therapy), and told their back doctor about a wire they noticed they could feel sticking out from their implant. They said their doctor said, "oh it's nothing, don't worry about it." The patient also reported their back doctor told them the surgery, two shots, would not bother the implant at all. The patient said in the meantime, they started really hurting (understood to mean stimulation was causing pain), so they kept turning stimulation down, then finally they turned it off, "they had it"! The patient said last night they wanted to try one more try; they turned it on and up to 0.6ma, but could not walk. Their back and whole left leg and hip had severe pain; it really, really hurt and they could hardly walk on it. The patient said they tried to go to bed. They took a pain pill for their back but it did not even touch their leg so they turned it off and it was better the morning of the report. They still hurt but at least they could walk. The patient said they were pretty well discouraged, about ready to call it quits. They said they thought by calling the manufacturer help line they were calling the manufacturer representative (rep). It was reviewed they had the option to turn stimulation down or off until they could report the issue to their doctor. They called the doctor yesterday and had to leave the information on a recording. They had not yet heard back from them. The patient was redirected to their doctor if the issue persisted to further address the issue. They mentioned unrelated medical history which included they reported no falls or traumas.